Event description:
It was reported to philips that the operational test failed. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
It was reported to philips that the operational test failed. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a damaged ECG cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable. The ECG cable was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.